Event description:
Journal reference: botzel k, steude u. Deep brain stimulation for cervical dystonia: first experiences. Der nervenarzt. 2006; 77:940-945. The article describes the preliminary results of a study involving 8 pts being treated with bilateral deep brain stimulation (dbs) of the globus palladias for symptoms related to cervical dystonia. Pt side effect were included in the article. Reportable events: two pts experienced visual disturbances verbal disfluency and clumsiness using one hand. The side effects were slightly persistent as a change in stimulation resulted in the stronger reoccurrence of dystonia.

Manufacturer narrative:
Journal reference: botzel k, steude u. Deep brain stimulation for cervical dystonia: first experiences. Der nervenarzt. 2006; 77:940-945.

Event description:
Journal reference: botzel k, steude u. Deep brain stimulation for cervical dystonia: first experiences. Der nervenarzt. 2006; 77:940-945. The article describes the preliminary results of a study involving pts being treated with bilateral deep brain stimulation (dbs) of the globus palladius for symptoms related to cervical dystonia. Pt side effect were included in the article. Reportable events: two pts experienced visual disturbances verbal disfluency and clumsiness using one hand. The side effects were slightly persistent as a change in stimulation resulted in the stronger reoccurrence of dystonia.

Manufacturer narrative:
Journal reference: botzel k, steude u. Deep brain stimulation for cervical dystonia: first experiences. Der nervenarzt. 2006; 77:940-945.